Event description:
It was reported that during evaluation of a homechoice machine, an increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013, 20:51:41. During night drain cycle five, the patient's ultrafiltration reading was 1781ml, indicating the home patient (hp) drained 1781ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is received, a follow-up will be sent.